Manufacturer narrative:
The reported event was ¿guide wire was stuck in the quartet lead¿ was confirmed. As received, a complete lead with stuck stylet was returned in one piece. The ptfe coating of the stuck stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin, crimp sleeve and cap were found pulled from the connector assembly stretching the inner coil consistent with damage due to excessive forces applied during the procedure. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During implant, the guidewire was unable to be removed from the left ventricular (lv) lead. The event was resolved by replacing the lv lead. The patient was in stable condition.